Manufacturer narrative:
Analysis summary: the reported contra limb detachment from the gate was confirmed; however, the exact cause could not be determined from the films provided. The patient¿s anatomy at implant is unknown, films during implant were not returned, and the initial amount of component overlap across the gate is unknown. Earlier post-implant CT¿s were also not provided for comparison. CT¿s returned from 3 years post-implant revealed that the proximal end of the detached contra limb was near the same level as the bottom of the gate ring and was radially off-set ~10mm postero-lateral/left relative to the centerline of the gate, and there was ~60 deg posterior angulation observed between the gate and the detached limb. The proximal neck was also moderately angulated at the flow divider ~70 deg a-p relative to the detached limb. It is possible that aneurysm morphology changes, as indicated by the current stent graft angulation, may have led to the limb detachment. Possible inadequate component overlap across the gate at implant also cannot be ruled out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 23-aug-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. It was reported that a follow up CT taken three years post implant revealed a type iiia separation endoleak. Complete separation was observed between the contra limb and the main body. A 16 x 16 x 82 endurant limb was implanted as treatment, from the flow divider into the existing limb. The completion angiogram then showed exclusion of the aneurysm and bilateral distal profusion. The endoleak was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.